Manufacturer narrative:
(B)(4).

Event description:
On 2015-dec-11 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine via an implanted pump system. They stated that the patient was in critical care and critical condition, and they desperately needed the pump turned off. The patient was currently obtunded, and they would not wake them up. The hcp was trying to give the patient narcan, but they were continuously getting morphine. The patient reportedly had many other problems including being hypotensive, hypoxic, possible septic, having tachycardia, and having an atrial flutter. The hcp and a representative were sent a pump off form via email. Additional information was requested to determine if any of the reported symptoms or conditions were related to the implanted pump infusion system or therapy, if the patient' s condition improved, what was done to resolve the reported symptoms, and what caused the reported symptoms.